Manufacturer narrative:
Date of event: unknown as information was not provided. If explanted: not applicable as the iol remains implanted in the patient's ocular dexter. Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient¿s ocular dexter (right eye). A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Patient reports he could not see well for two (02) days after the surgery. He said that his right eye used to be the better of his two eyes and now the left eye is the better eye after the surgery. Through follow-up, additional information was received confirming od vision has not improved. For two (02) days after the surgery patient could not make out a person's' face, very foggy. Patient is concerned about driving at night, during the day he can look across the street and can see with left eye but not the right. Blood vessel bleeding was reported. Vision reported as 20/20 but it is not as it used to be. Second opinion was requested but va sent him back to the same facility. No further information was provided.